Manufacturer narrative:
The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. All company cartridges are terminally sterilized with 100% ethylene oxide sterilization. The company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a cataract extraction and intraocular lens (iol) implant procedure in the right eye, ophthalmic irrigation and aspiration tip, viscoelastic, and a three-piece lens were used; the primary incision site clear cornea was 2.4 size, and during surgery a posterior capsular tear occurred with the 3-piece lens, leading to enlargement of the primary incision to 2.75 size with no sutures, wound integrity was intact with no postoperative subconjunctival infection, and postoperative medication drops included antibiotics, steroids, and non-steroidal anti-inflammatory drugs, with it being unknown if the event had resulted in clinically significant visual changes; post-surgery, the patient was diagnosed with endophthalmitis (infectious) and toxic anterior segment syndrome (tass) (2+) with conjunctival inflammation (1+), aqueous cells (2+), absence of aqueous fibrin and hypopyon, the patient had no pain and the pupil was normal but experienced corneal edema and lid swelling; next day a culture sample was taken and the result was negative, and on the same day the patient was seen by retina and vitrectomy with anterior chamber wash was performed and intracameral (ic) antibiotics were given, the intervention was effective and the current condition of the patient was continuing but improving, with the surgeon¿s opinion being unable to determine if the manufacturer products caused or contributed to the event. This report pertains to two of the two patients from the same facility.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.